Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation found distal fiber breakage, dents on distal edge, loose adapter and missing screws. Based on the results of the investigation, the reported failure was found to be due to distal fiber breakage (component failure). The root cause of the distal fiber breakage cannot be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scope of the subject device had a dark image. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
It was reported that the scope of the subject device had a dark image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.